Event description:
The home care provider reported the following: (1) after a patient filled a portable unit from the 50r70, the quick connect froze open and leaked liquid oxygen (lox). (2) this event happened on two occasions. The first incident in february, 1998 and the second around march 10, 1998. (3) the first incident, 25 pounds of liquid oxygen leaked from the 50r70. The second incident, all the contents (70 pounds) leaked. (4) no injury was received. (5) home care provider could not duplicate the reported problem of liquid oxygen leaking after fill from the quick connect.